Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on the stored electrograms. The patient did not receive therapy during the oversensing. The device was reprogrammed and oversensing was resolved.